Event description:
It was reported that at a regular follow up appointment, high out of range (>3000 ohms) pacing impedance was noted from the right ventricular (rv) lead. The physician performed provocative maneuvers and oversensed noise was seen. The patient was subsequently screened for a subcutaneous implantable defibrillator (s-ICD), but unfortunately did not pass the screening. The field confirmed that no further information is available. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that at a regular follow up appointment, high out of range (>3000 ohms) pacing impedance was noted from the right ventricular (rv) lead. The physician performed provocative maneuvers and oversensed noise was seen. The physician booked the patient for a subcutaneous implantable defibrillator (s-ICD) screening, but it was unfortunately determined the s-ICD system would be unsuitable for this patient's anatomy. The physician elected to explant this device and the rv lead and a new trans-venous system was implanted to resolve the event. The previous system was discarded and will not be returned for evaluation. The patient was stable with no adverse consequences.